Manufacturer narrative:
The device was not returned for evaluation as it was returned to the (B)(6). Root cause is unable to be determined. The reported event has been addressed in the device labeling.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2020 due to an infection. There was no patient injury reported. During a review of investigation findings from (B)(6) the rod functioned as intended.